Manufacturer narrative:
End-user reported while attempting to drive down a portable ramp from their residence, the device allegedly started to "buck and bounce" which caused the end-user to veer off the side of the ramp and tip over to its side, pinning the end-user between the chair and a cement wall. End-user claimed they were injured and was hospitalized with reports of multiple abrasions over the right side of their body. End-user reported having cctv footage capturing the event. The device was inspected by representatives from permobil and the service provider to which the device was found to be fully operational with no deviations or malfunctions being noted. Review of the cctv footage did not provide any clear evidence to support the claims of a device deviation being the cause of the event. Permobil is unable to confirm the allegation a device deviation or malfunction having occurred. The DHR was reviewed and device met specification prior to distribution.

Event description:
Received report of an incident having occurred where the end-user claims to have veered off the side of a ramp allowing the device to tip sideways, pinning the end-user between the chair and a cement wall. Reports claim the end-user was hospitalized with injuries to the right side of their body.